Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient underwent lead revision 10 days post-implant due to dislodgement. The lead was successfully repositioned and the patient was stable throughout.